Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (damaged) issue. Reportedly, the display was scratched and it was unknown if the user could read the screen safely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 03/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2017 with the following findings: during a visual inspection of the pump, the display lens was confirmed to be scratched. The complaint was duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.